Manufacturer narrative:
The instrument has been investigation. The field service engineer (fse) evaluated the instrument and found a tip clamp and tip clamp sleeve contaminated with reagent/serum and the tip ejection spring on plunger clamp was stuck in the reported problem area of the pipette assembly. Replaced tip clamp, tip sleeve, compression spring and plunger clamp to correct problem. The instrument was cleaned, inspected, tested without further problem, and returned to service.